Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's blood glucose was 28mg/dl at 09.30 p.m. So she put honey in her mouth (under the tongue), 5 minutes later she had a blood glucose result of 273mg/dl. An ambulance was called. No further information was provided. No adverse event alleged. A request was made for the return of the device.